Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a phacoemulsification and intraocular lens implantation in the right eye, the tenth ophthalmic suture was opened on the stage and it broke when it was pulled gently. The doctor was unable to suture. After it was replaced with the 8th ophthalmic suture, the suturing process went smoothly. There was no patient injury.